Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient¿s urinary incontinence returned on (B)(6) 2018. Troubleshooting had included changing stimulation from 1.7 to 1.9, and then yesterday to 2.2. It was stated that increasing stimulation had seemed to help, but they would wait and see if the patient¿s symptoms resumed. No further patient complications are anticipated or expected as a result of this event.